Event description:
The customer reported the system displayed a checksum error message. This error message indicates that the system detected a failure while checking all aspects of software and hardware during booting up. This will prevent the system from booting up. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The sram (random access memory) was replaced. The system was then found to be operating as intended.